Event description:
It was reported that "on (B)(6) 2024, the doctor found the luer hub/fitting has crack during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the doctor found the luer hub/fitting has crack during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly (j-71524-001a) for analysis. Signs of use were observed. After failing functional testing, leaking was observed when the venous extension line was flushed. Leaking was observed where the metal cannulas meet the juncture hub of the connector assembly. It was noted the red arterial luer hub was cracked and broken. Microscopic examination confirmed the damage and revealed signs of scratches from the threads. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on the blue venous luer hub. A lab inventory syringe filled with water was attached to the extension lines and flushed. Leaking was observed coming from the crack on the red luer hub. No leaks were observed when the blue venous luer hub was flushed. Leak testing was performed per amrq-000075 rev.17 which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 seconds when tested per bs en iso-10555-1 annex c." The blue venous luer hub was attached to a leak tester. With the distal end of the metal cannulas occluded, the extension line was pressurized to 300 kpa for 30 seconds. When flushed, water was observed exiting the connection of the metal cannulas to the connector assembly. No leaks were noted from any other portion of the assembly. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Do not use sharp instruments near extension lines or catheter. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The complaint of a leaking connector assembly was able to be confirmed through complaint investigation of the returned sample. Functional testing of the connector assembly revealed leaking from where the metal cannulas meet the juncture hub. Based on the customer report and sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.